Event description:
It was reported that pump experienced malfunction that caused pump to shut down. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump.